Event description:
During CT guided procedure for lung biopsy the biopsy needle bent while in the trocar inside the pt's chest. Needle was successful removed and a new biopsy needle opened. No further complications from new needle - biopsy completed successfully. Device was discarded.